Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. Review of the device logs confirmed that the ventilation was manually stopped by the user. The investigation found a sensor issue unrelated to the ventilation stop. Based on the investigation and previous investigations of similar complaints, it was determined that the sensor fault was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient harm or injury reported as a result of this incident. (B)(4).

Manufacturer narrative:
The device was returned to the manufacturing facility in sydney, australia so that an engineering investigation can be performed. The device has not yet been received, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
(B)(4).